Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded key padtraces. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 7.7 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.